Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information: h6 and h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing was performed. The labels were undamaged. The device was found in good condition, no physical damage was found on the pump. The event history log (ehl) shows "no disposable" alarm messages. The customer reported issue could not be duplicated at time of investigation. No problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. The root cause remains undetermined., corrected data: correction: h6 and h10.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable detected" alarm after connecting cassette to pump. No patient injury reported.